Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (connector won't latched) was confirmed. As received, the trunk cable connector was cracked and the latch was damaged. The cause of the inability to latch is the damaged connector. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt would not latch to the monitor.